Manufacturer narrative:
The treatment parameters used in the laser procedure were followed per the clinical reference guide (crg). Patient visited the emergency room (ER) five weeks post treatment and was diagnosed with cellulitis. During ER visit, patient was told that the fat cells and nodules were not clearing and therefore formed an abscess which developed into cellulitis. Nodules are an expected side effect from sculpsure treatment and expected to be transient when post-treatment instructions are followed. It is unknown if the patient followed the post-care treatment per labeling. Antibiotics were given as preventative medication. A recent device evaluation was performed and there was no indication of device malfunction. The device history record confirms that the product passed and met all requirements before releasing. Though the patient experienced an expected transient side effect from a sculpsure laser treatment, this event is reportable because the patient was diagnosed with cellulitis.

Event description:
It was reported that a patient was diagnosed with cellulitis following a noninvasive laser lipolysis treatment using sculpsure.